Manufacturer narrative:
E1 has been added as this was omitted from the initial mw submitted. Tachycardia/major bleed/patient-device interaction: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: since insufficient clinical information was provided and product wasn't returned for investigation, the cause of the positioning issue could not be determined. Low or blocked pump flow: since limited clinical details were provided and neither data logs nor product were available for investigation, the cause of the low pump flow could not be determined.

Manufacturer narrative:
Updated information: h6 med dev prob code changed a24 to a01.

Event description:
Updated clinical rationale: a 72 year old male with an impella cp placed on (B)(6) 2026 at 21:27 for acute myocardial infarction and cardiogenic shock, with a pre support clinical state consistent with scai stage b, experienced a moderate hematoma at the right femoral arterial access site while the introducer was still in place. The hematoma developed in the setting of patient movement. Hemostasis was achieved with manual pressure and tightening of the perclose device. Blood products were administered; five units were infused due to another unrelated bleed. The estimated amount of blood loss at the impella access site was unable to be assessed. The patient was receiving act guided anticoagulation and was on both anticoagulant and antiplatelet therapy (heparin pushes and a cangrelor drip). The event appears consistent with an access site hematoma in an anticoagulated patient with contributing factors including patient movement. Hemostasis was achieved without the need for device removal. On day 3 of support, the patient had a suction event on the impella and went into ventricular tachycardia, which required cardioversion to resolve the arrhythmia. The device position was checked with echocardiogram and repositioned/pulled back. Additionally, the patient experienced bloody drainage from the og tube and a drop in hemoglobin, and was diagnosed with a gi bleed. 2 units of blood products were infused. The patient was not currently on systemic anticoagulation. On day 8 of support, care was withdrawn and the patient expired. The reported tachycardia is consistent with the severity of the underlying acute myocardial infarction and cardiogenic shock and reflects the patient¿s critical clinical condition. The reported bleed is more plausibly attributed to the patient's underlying critical condition, including advanced cardiogenic shock and comorbid illness. The device is unlikely to have contributed to the patient's death, which was most likely related to the patient¿s underlying critical clinical condition as they presented with scai shock stage b.

Manufacturer narrative:
Updated information: b2 selected death. B5 updated narrative. D6b explant date added. H1 changed to death. H6 clinical codes e060109. H6 impact code added f1904, f2306, f02. H6 med dev prob code added a150202, a140508.

Manufacturer narrative:
The complaint coding was updated, corrected to accurately reflect the reported event. Updates included removal of coding for hemostasis, surgical intervention, and hematoma as the hematoma and resulting interventions have been attributed to the introducer (refer to h10 for the related report number). As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. D4 catalog number and d4 serial number were updated, corrected accordingly.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the manufacturer device report. B2 date of death was provided.

Event description:
A 72 year old male with an impella cp placed on 3/9/2026 at 21:27 for acute myocardial infarction and cardiogenic shock, with a pre support clinical state consistent with scai stage b, experienced a moderate hematoma at the right femoral arterial access site while the introducer was still in place. The hematoma developed in the setting of patient movement. Hemostasis was achieved with manual pressure and tightening of the perclose device. Blood products were administered; five units were infused due to another unrelated bleed. The estimated amount of blood loss at the impella access site was unable to be assessed. The patient was receiving act guided anticoagulation and was on both anticoagulant and antiplatelet therapy (heparin pushes and a cangrelor drip). The event appears consistent with an access site hematoma in an anticoagulated patient with contributing factors including patient movement. Hemostasis was achieved without the need for device removal, and patient remains on support at the time of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate